Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. Tandem technical support (cts) assisted the customer with clearing the alarm. During troubleshooting, cts advised the customer that if the insulin level was low when the existing cartridge was being loaded, a minimum fill notification will appear. The customer continued to load the cartridge and as expected, a valid minimum notification was received. Blood glucose was not impacted. The customer was to use insulin injections until additional supplies are received.